Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
The wire and balloon did not track accurately and the subsequently the wire broke and a piece sheared off in the patient and went in the eca what troubleshooting steps took place what troubleshooting steps, if any, resolved the issue : we saw the piece of the wire on fleuro what is the next course of action: none patient present at time of event : yes patient complications: other provide details for "other" patient complication: a piece of the 014 wire sheared off and went into the external carotid in the physician's opinion, did the device or procedure cause or contribute to the patient complication : yes please describe the way in which the device or procedure caused or contributed to the patient complication : see above medical or surgical interventions: none patient outcome: expected to fully recover.

Event description:
The wire and balloon did not track accurately and the subsequently the wire broke and a piece sheared off in the patient and went in the eca what troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: we saw the piece of the wire on fleuro what is the next course of action?: none patient present at time of event?: yes patient complications: other provide details for "other" patient complication: a piece of the 014 wire sheared off and went into the external carotid in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: yes please describe the way in which the device or procedure caused or contributed to the patient complication?: see above medical or surgical interventions: none patient outcome: expected to fully recover.